Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were unable to push insulin through the tubing. Customer stated they were manually pressing the plunger rod on the reservoir to push insulin. Troubleshooting found insulin did not exit from the tubing when the infusion set was removed. The customer was advised to change out the reservoir. Customer's blood glucose was 160 mg/dl at the time of the call. The customer declined to return the product for analysis.